Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A g7 curved acet shell inserter was returned and evaluated against the complaint. Visual inspection found the strike plate to have fractured from the inserter handle at the weld. The handle shaft is scratched and discolored. No impact marks were found on under side of the strike plate. The device has 6 years of field service age. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is determined to be use error as the device was dropped during cleaning. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the curved g7 impaction handle was dropped during cleaning and the impact pad broke off of the instrument. No patient involvement. No additional information.